Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter read inaccurately high compared to another device (optium neo). The complaint was classified based on the limited customer care agent (cca) documentation, since the call was disconnected and the patient was unable to be contacted for additional information. It was not reported when the alleged inaccuracy issue began. The patient reported obtaining blood glucose readings of ¿186, 130 and 176 mg/dl¿ with the subject meter compared to ¿156, 72 and 133 mg/dl¿ respectively on the other device. The comparative results were obtained within 30 minutes of each other. It was not reported if the patient takes any medication to manage her diabetes or if she took any action regarding her usual diabetes management regimen in response to the alleged issue. The patient claimed she received medical intervention from a doctor on (B)(6) 2021 as a result of the alleged issue because her ¿glucose went down;¿ exact physical symptoms were not provided. The patient did not provide details of the treatment received. At the time of troubleshooting, the cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution to perform a quality control test. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion while using the product and it is not known what treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.